Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. Without closed and/or defective samples a proper analysis cannot be performed. Nevertheless, we have received pictures of the involved unit. The pictures have been checked and it has been determined that probably the thread was not introduced deep enough in the needle or the needle was not correctly assembled and therefore was detached from the thread in the packaging process. Furthermore, there are no visible marks of the needle in the flap of the support cardboard. We consider that this is an isolated and accidental unit as no other complaints have been received for this code batch. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the pictures received showed that the product did not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the pictures received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. It was informed that when the customer opened the package, there was not the needle in it.